Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there was possibility that this phenomenon was attributed to the failure of the ccd or the electrical circuit board in the video plug, or some malfunction of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found the endoscopic image of the subject device could not be displayed and the noisy image was appeared on a monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device, but the reported phenomenon was not duplicated.